Event description:
An attempt was made to administer device external pacing therapy to the pt using the device. It was alleged the device was not consistently pacing the pt. The basis for this allegation was not reported. The pt was not resuscitated. The reporter indicated the pt outcome was not the result of the discrepancy, as the pt was not a likely candidate for resuscitation.